Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the chair will intermittently tilt.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: custom power wheelchairs. Controller/joystick/options, no output. Failed bench test. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Update from 01/21/2016 added by the complaint handling unit: per email received to quality@invacare.com on 1/20/2016, information provided by the dealer. Dealer states that the tilt is very intermittent. Dealer advised end user was stuck in tilt, but was able to get out with no injury. Dealer states that the chair will intermittently tilt.